Manufacturer narrative:
Sample was collected in a plastic lihep plasma tube and centrifuged at 2,500 rpm for 10 minutes. Qc was recovering higher. System check run in 2009 passed all parameters. Field service engineer (fse) was dispatched, but did not go onsite. Fse called customer to discuss customer concern regarding qc shift. Customer agreed that hardware verification was not needed. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result for one patient. A patient sample when tested for accutni gave a result of 0.61ng/ml and upon repeat gave a result of 0.03ng/ml. The erroneous result was not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.